Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins). Information was reported that the rep called inter-op to report they are getting high impedances of around 8k-9k ohms on contacts 0, 1, 9, 12, and 14. It was reviewed with the rep that possible scar tissue or temporary high impedances. The rep said the patient has had previous back surgeries and possible scar tissue. The rep ran impedances again while on the phone and the impedance values seem to be coming down in value. The rep will continue to run and see if they keep getting better. The rep later reported the patient was under anesthesia so they did not do any intra operative trialing. The impedance values were high (orange) for electrodes 9, 10, 11, 12, and 14. The rep turned the battery on and increased intensity to 2.4 and let it run for 5 min and checked again. 10, 11, and 12 were orange. By the time the patient was in post op the rep tested again and only 11 (7080) 12 (7750 were high. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that they did not know the cause of the high impedances. The rep turned up intensity around 2.0 and left it on for a few minutes. Then the impedance was tested again. This was repeated several times. By the time the rep programmed the patient in post-op only two electrodes had high impedances. The rep has not seen the patient since the implant date. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.